Event description:
The reporter stated that the surgeon implanted a cc4204bf plate collamer lens. The lens fell back into the vitreous due to a capsular tear. An anterior vitrectomy was performed and another staar lens (aq style) was implanted over the collamer lens. A suture was required to close the wound. The patient was referred to a retinal specialist. In june 2005 the collamer lens was removed from the ey and the remaining aq lens was repositioned and remains in the eye. The next day, the patient's visual acuity was count fingers 4 feet. On the patient's next visit their visual acuity was count fingers 3 feet.

Event description:
The reporter stated that the patient's best corrected visual acuity is 20/30 on his last visit in august 2005. The reported stated that they didn't feel the iol caused or contributed to this event.